Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having a low blood glucose of 33 mg/dl. The customer stated she had treated her blood glucose with a mountain dew. She also reported that she had been experiencing low blood glucose for the past two weeks. She stated that she had been sick recently and was not administering bolus deliveries as much. Troubleshooting found the drive support cap was normal. It was also found that the insulin pump passed the displacement test. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.